Event description:
Customer reported blood glucose result of 163 mg/dl, and 158 mg/dl on the compact plus system within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.